Manufacturer narrative:
After further investigation by the fse, it was learned that there was indeed no ¿failed battery test¿, nor was there a malfunction. The battery was replaced proactively to prevent future potential battery malfunctions.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery failed testing. No patient involvement.